Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that following the laser-assisted portion of the cataract surgery, during phacoemulsification, a radial tear was noted on the posterior capsule. The surgeon noted that upon insertion of the viscoelastic solution (ovd), the capsule floated away and was not visible. The surgeon then began to pick at the lens cortex with a cystotome, thinking it was the capsulotomy. The tear did not extend and the intraocular lens was placed as planned. No surgical intervention was required. In the opinion of the surgeon, the laser did not contribute to the event, but was unable confirm when the tear may have occurred.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device met specifications at time of release. The root cause of the reported event could not be determined conclusively. (B)(4).